Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p1h6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The patient doesn't feel stimulation. The therapy is on and the situation was not resolved. Patient reports not feeling stimulation and symptoms had returned during (B)(6) 2015. Patient tried programmer and at first got poor communication screen. Patient was able to communicate. He was on program 4 at 3.3 volts and ins (stimulator) was on. During call patient increased stimulation to 4.0 volts. He was not feeling stimulation. The patient had a sudden change in therapy/symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.